Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the is separated and the ptfe is still holding the two ends together. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported jam.

Event description:
Reportable based on device analysis completed on 29jul2020. It was reported that the stent was stuck in the guidezilla. The 38mm x 3.0mm, 50% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 145 5-in-6 guidezilla catheter guide extension was selected for a percutaneous coronary intervention. During the procedure, it was noted that the non-bsc stent was stuck inside the guidezilla while attempting to advance the non-bsc stent. The stent was simply removed from being stuck. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a collar separation.